Manufacturer narrative:
Results: photo was received by bd canaan and evaluated. A loose 3ml bd integra syringe from a reported batch #4147578 (p/n (B)(4)) with needle attached was observed in the photo. The barrel collar where the needle hub attaches to the syringe was observed to be cracked. DHR review for batch 4147578 (p/n (B)(4)): manufacturing dates: 06/26/2014 to 06/28/2014. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4147578 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd canaan was able to confirm the customer's indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a gooey substance was found inside a bd syringe luer-lok¿ tip before use. No injury or medical intervention.